Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 148 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime test due to loose drive support disk. No alarm noted. The insulin pump received with scratched lcd window and cracked reservoir tube lip.